Event description:
Pt mentioned that they did a meter to lab comparison and the results exceeds lifescan's criteria for accuracy. They had done several readings on the lfs meter, no information on which readings they compared to the lab. Readings they obtained on the lfs meter were: 262, 263, 329, 184, 193, 115, 321, 309, 225, 242, 225, 271, 242 and 216 mg/dl. Lab result was 158 mg/dl done less than 10 minutes from their meter readings. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results, except for the reading of the 184 mg/dl, exceeds lifescan's criteria for accuracy. The technique of applying blood on the test was done correctly. Test strips were in good condition and not expired control solution test was done twice and it failed both times. Customer service was unable to resolve the issue and is sending patient new vial of test strips. This case is being reported as a malfunction.